Event description:
It was reported "incident occurred on (B)(6) 2025. There was a leak issue at the juncture hub. The surgeon asked for another catheter, to change this part, the new device was not leaking. Consequence were opening another catheter to change a part and an extended time of procedure." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one compression fitting for investigation. The connector assembly and compression sleeve were not returned. Visual analysis revealed no damage or defects to the compression fitting. Functional testing was performed by connecting the returned compression fitting to a connector assembly from lab inventory. The compression fitting securely and successfully connected to the assembly. Leak testing could not be performed because the connector assembly and compression sleeve were not returned for investigation. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this device cautions the user "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The report of the leak in the juncture hub could not be confirmed through investigation of the returned compression fitting. Visual analysis revealed no defects or abnormalities on the unit. Leak testing and functional testing could not be performed without the connector assembly. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received , what caused or contributed to this event cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "incident occurred on (B)(6) 2025. There was a leak issue at the juncture hub. The surgeon asked for another catheter, to change this part, the new device was not leaking. Consequence were opening another catheter to change a part and an extended time of procedure." There was no patient harm or injury. The patient's current condition is reported as "fine".